Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and was unable to duplicate the reported issue.  The service agent replaced the system pcb assembly and the battery connector pins as a precaution.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.  The device has not been returned to physio-control for evaluation.

Event description:
It was reported to physio-control that during a patient event, the customer's device lost power when selecting the energy select button. Following the reported loss of power, the device was turned back on and the user was reportedly unable to select the lead button and upon selection of the print button, the device lost power again. Following the two reported loss of powers, the device was powered back on and the customer no longer observed any device issues. &#1288;e customer did advise that the battery power was sufficient. There was no report of any adverse outcome or effects to the patient during the reported event.

Manufacturer narrative:
The third party service agent has evaluated the device and was unable to duplicate the reported issue.  The service agent replaced the system pcb assembly and the battery connector pins as a precaution.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.  The device has not been returned to physio-control for evaluation.